Event description:
It was reported by service report that the pt right rail spindle has broken at the weld and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.